Event description:
Complainant alleged that the medics responded to a call for pt who was in cardiac arrest. Witness CPR was performed on the pt immediately. The pt's initial heart rhythm, upon the medics arrival, was determined to be asystole. The complainant reported that during pt treatment, the device gave "no shock advised" prompts to a shockable pt heart rhythm. The medics were able to shock the pt twice, once at 200 joules and a second time at 300 joules. Upon the pt's arrival at the hospital, the pt was presenting an asystole heart rhythm. The pt subsequently expired.